Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains and returns. Source; phone.

Event description:
Reported 1 unconfirmed false positive sars results for one patient. The patient's symptomatic/asymptomatic status is unknown. Negative controls also failed at the customer site, but the reason for the failure is unknown as it was not replicated with returned product.